Event description:
The international customer reported the ventilator would not function via ac power. The customer reported the device was in use and there was no patient harm. The manufacturers service technician confirmed the reported problem. The service technician replaced the power supply to address the reported problem. Final check was completed per operating specifications with no fault recurrence reported.